Event description:
It was reported that the his bundle pacing (hbp) lead exhibited high capture threshold and failure to capture. The lead was removed and replaced with the same model lead. The procedure was completed without patient complications. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).